Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause could be determined.

Manufacturer narrative:
(B)(4).

Event description:
"The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver failed to boot and charge because the device has no power. Perform functional test: cannot perform due to power issues. Download and review receiver log: cannot download due to power issues.cut open case, inspect hw: fail, hw inspection reavles battery of .02v, will not charge to a higher value, replacing battery fixes problem the reported event that the receiver ceased to function was confirmed. A root cause could not be determined.

Manufacturer narrative:
Sr (B)(4).

Event description:
Functional testing and receiver log download were unable to be performed due to power issues. The reported event of unexpected receiver shutdown was undetermined. The root cause could not be determined.

Manufacturer narrative:
Sr-(B)(4)

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and passed. A receiver charge and boot was performed and failed due to the unit not powering on. The receiver case was opened and a hardware inspection revealed that the battery would not charge. The battery was replaced with a known good battery and the receiver was able to turn on. An interior visual inspection was performed and damaged usb connector pins were observed. Confirmation of the complaint was confirmed. The probable cause was determined to be a defective receiver battery.